Manufacturer narrative:
The insulin pump was received with constant a35 alarm during rewind due to motor encoder out of phase; unable to perform functional testing or confirm the motor error alarm and e70 alarm due to a35 alarm. The insulin pump had minor scratched lcd window, cracked reservoir tube lip and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was unknown. Customer reported that while attempting to rewind insulin pump a motion sensor test failure alarm was received and then a motor position encoder error alarm. Customer reported that insulin pump was in the same room where she was getting an MRI. Customer was advised that insulin pump would need to be replaced.